Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, inflammatory cells, was deemed to meet the serious injury criteria of required intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for lot 100123117 was conducted and no non-conformances were noted. A lot search was conducted on the reported lot and no similar events were noted.

Event description:
This report is related to MDR 3013840437-2020-00081, referring to the same patient. This spontaneous report was received from a (B)(6) physician and concerns a (B)(6)-year-old female patient (weight (B)(6) kg, height 160 cm). She was injected with 3 syringes of radiesse®, in the face and the cervical region (off label use of device), on (B)(6) 2020. She was injected with 2 syringes into the face and 1 syringe into the cervical region (ambiguously reported as 1.5 ml per side). The batch number was reported as 100123117. A lot search in the global safety database was conducted. Radiesse® was diluted in 1:4 ratio and injected into the cervical region subdermally, using a 25 g cannula. The patient was previously treated with laser and fillers. Further patient's medical history and concomitant medication were reported as none. She had no disposition to lymph drainage problems, allergies, autoimmune diseases, intake of interferon or omalizumab, or surgical interventions in the past. On (B)(6) 2020, about one week after the radiesse® treatment, the patient developed foreign body granuloma at the right cervical region. Approximately one month later, the patient returned to the reporting physician, with a nodule in the right cervical region. The physician applied saline and triamcinolone, followed by massage. The patient had no improvement, and after one month the physician applied hyaluronidase. The patient still had no improvement. The physician performed excision of a part of the nodule with a scalpel, with whitish material was coming out. It was further reported that the physician made a small incision with a scalpel to extract the material, but without preventing damage to a function or structure of the organism. The material was sent for histological examination. Further corrective treatment included massage and high frequency (as reported). No systemic antibiotic was prescribed, and the patient was not hospitalized. The nodule persisted, with a bipartite shape. The outcome of the event foreign body granuloma was reported as not resolved. In the opinion of the reporter, the event was not life-threatening, not permanent and related to radiesse®. Follow-up information was received on 01-sep-2020: the event inflammatory cells was added. The event term foreign body granuloma/ nodule was amended to nodule. The reporter confirmed that the patient was injected with radiesse®, into the malar and temporal region of the face. There was no adverse event after the injection into the face. The patient was previously treated with volbella®, emervel®, and belotero®, into the face, since 2015. The patient was never treated into the neck, and was not previously treated with botox®, into the face. In 2020, histological examination showed some inflammatory cells surrounding calcium hydroxylapatite microspheres, but it was not defined as granuloma. At the time of this report, the patient still had the nodule. The outcome of the event nodule remained unchanged. The outcome of the event inflammatory cells was unknown. In the opinion of the reporter the events were of moderate intensity, and treatment or surgical intervention was not necessary to prevent permanent damage or a life-threatening condition.